Event description:
Given bravo ph probes have not been attaching to the esophagus upon deployment as they are designed to do. The detached probe is coming back up the esophagus and has been resting in the oropharynx of the pt, thus posing a large risk for aspiration. This has occurred in multiple cases and thus I am reporting as this is the third unsuccessful deployment in as many times. Recalls had been performed, however the issue persists. We are stopping the use of the capsule in our dept. Until the issue is addressed. Reasons for use: gerd eval.